Event description:
It was reported that the customer's insulin pump was not working due to the buttons not responding. The customer's blood glucose was 19.5 mmol/l. The customer treated themselves with a manual injection. The customer received a button error alarm. The customer stated that he was inputting 5 units of insulin when the insulin pump stopped for no reason. The customer also stated that, at his location, there was very high humidity and that it was possible that moisture could have entered the insulin pump. The customer stated that there was moisture under the display screen but that it was gone at the time of the call. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at the display window corner, minor scratches on the display window, a scratched reservoir tube window and a cracked reservoir tube lip.